Event description:
Deputy fire marshal for fire and rescue, reported that is investigating a fire involving a heating pad that occurred in an assisted living ctr. He explained that the heating pad was in operation and lying on the mattress next to the occupant. The occupant awoke to find the hot pad control burning. Fire damage was limited to the control and bedding material. Occupant had purchased the heating pad approx one year ago. Per phonecon in 2002 with family member, they reported that occupant lives in an assisted living facility. They purchased this heating pad approx 1 year ago. Occupant did not start using it immediately. Family member reported that in 2002 they think occupant turned the heating pad on at approx 8:30 pm and then went to sleep. At 10:30 pm the control panel on the heating pad caught on fire and burned the sheets and mattress. Occupant was not injured. Family member does not know what setting the heating pad was set to. The two-plug outlet it was plugged into was also being occupied by either an electric clock or a lamp. Per phonecon product safety engineer for sunbeam products they reported that there is a "do not use while sleeping" warning on the heating pad, the pad cover, and the instruction sheet. He said the co warns against sleeping with the heating pad turned on because: 1) consumers can cause stress on the cords or control if they lay on them, and 2) there is the potential of thermal burns. They also told them that the parts for the heating pads are made in the united states, shipped to mexico where they are assembled, and then shipped back to the sunbeam plant in hattiesburg, ms for distribution. Also with sunbeam to call rptr on 03/02 with the info about any other complaints the co may have received on this product.